Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection of the lung. The stapling device was being applied to the lung parenchyma. The powered stapling handle ran out of power mid-fire leaving the reload partially fired and clamped down on the tissue. The surgeon attempted to manually retract the knife blade using the retraction tool, but did not incorrectly and further jammed the reload. The handle of the manual retractor broke. In order to resolve the issue and complete the case, an additional incision had to be created in order to cut around the reload to release it and remove it from the patient. The incision was not extended by more than one inch. There was unanticipated tissue loss as a result of this problem. The patient outcome is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection of the lung. The stapling device was being applied to the lung parenchyma. The powered stapling handle ran out of power mid-fire leaving the reload partially fired and clamped down on the tissue. The surgeon attempted to manually retract the knife blade using the retraction tool, but did not incorrectly and further jammed the reload. The handle of the manual retractor broke. It was hanging on loosely. In order to resolve the issue and complete the case, an additional incision had to be created in order to cut around the reload to release it and remove it from the patient. The incision was not extended by more than one inch. There was unanticipated tissue loss as a result of this problem. The amount of tissue damaged that fits within the jaws of the reload. The patient outcome is alive, with in jury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The reload was returned still attached to the adapter and was forcefully removed. Visual inspection of the returned product noted that the reload was fully fired and the knife bar was partially retracted. The knife bar was herniated from the side of the reload with the jaws clamped. The h-limiters were present within the device. Due to the condition of the reload functional testing could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.